Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they received compromised force sensor system alarm during priming. The customer also reported that the act button was not responsive. The customer's blood glucose was 170 mg/dl at the time of incident. The customer stated that the drive support cap was protruded. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to loose slanted drive support disk noted also with intermittent button response on the act button due to corroded keypad traces noted. No unexpected a33 alarms noted during our testing. The insulin pump passed displacement, rewind and basic occlusion tests. The insulin pump had cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, cracked belt clip slot and missing the end cap sticker.